Event description:
Pt was in hemodialysis unit, connected to hemodialysis machine, and was receiving oxygen via face mask. There was a loud "pop" and flames were noted at oxygen valve. Pt removed from oxygen, removed from hemodialysis, and area was evacuated. No cause for fire found. Both flowmeter and wall outlet were badly burned.